Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated on an unreported date with vanco (2 grams delivered intraperitoneally, frequency not reported) and fortum (1 gram and then 500 (units not reported) in each solution bag, frequency not reported) for peritonitis. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of the report. It is unknown if pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.